Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v906984 serial# implanted: (B)(6) 2012 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient needed to have their ins removed because they are "basically being electrocuted" on the right side of their body. The caller indicated that the patient's ins has been turned off for "well over a year," but noted that the device "worked wonderfully" for the patient's problem. According to the caller "something inside the neurostimulator is going off" and thought that the patient had restless leg syndrome because their leg was twitching but now "it" was going into the patient arm and the rest of the patient's body on the right side. The patient's healthcare provider (hcp) felt that the ins needed to come out and it was noted that when the patient went to their hcp the other day they could not get a "pulse ox" on the patient's finger. Additionally, the caller indicated that it was getting to the point where the patient can't work and hold onto their tools. Later the patient called and reported that their arm was numb and cold to the touch which was the reason it was difficult to grasp their instruments for work. The patient wanted to know if there would there would be permanent nerve damage if the patient waited another 1-2 weeks for removal and was advised to discuss the concern with their hcp. An additional call from the patient's mother reported previously reported issues. The following day the patient's mother called a final time and reported that the patient was having problems and was losing oxygen in the arm and leg. The caller indicated that this was a dangerous situation and can cause permanent damage. According to the caller the implanting doctor told them that the leads are not working, but something is hitting the nerves in the back or two transmitter touching each other sending electrical pulses. The patient's leg was reported to be cold and numb as well as the arm and shoulder becoming numb. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.